Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted (B)(6) 2018; dtba1d4 ICD implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds increased and remained high. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.